Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section a4(patient weight updated to 185 pounds) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian link with the watertight tester communicated properly with the pump noted. The smartguard feature functioning properly. Pump programmed with multiple alert before low and alert on low using the glucose sensor simulator with test guardian link and all the alerts functioning properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 22-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 000320937263, and (related svn#: (B)(4)) event date of 05-sep-2025, there are no unexpected alarms/suspends recorded in the formatted history file. (I have analyzed pump data on sept 5, 2025. The pump was in the closed loop mode until 9:36pm and the user suspended delivery at 9:37:06pm. In the pump history for the event date, I did not find the sg value records below 65 mg/dl. Also, there were no bg reading records. So, I am not sure if value of 36 mg/dl was on the display. The detail traces did not cover this event date. Regarding sept 21,2025, I did not find any record of sg values below 90 mg/dl. From 2:42am until 3:57am on sept 22, 2025, the sg dropped below 50 mg/dl but during this time the pump did not deliver microboluses. Conclusion: the microboluses were delivered as expected. Per mark freger - software engineer). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for was receiving "microboluses" and unsure if a low alert sounded. Detached battery cap contact due to heat stake post broken on the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and unconscious. The customer reported blood glucose value of 22 mg/dl. The customer reported hypoglycemia treated discontinue use of insulin delivery system, had an emergency visit to hospital, was hospitalized and treated. The event involved product(s) mmt-1884, mmt-243a, mmt-332a, mmt-7040a. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-243a, mmt-332a, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.